Event description:
It was reported the patient was found expired thanksgiving morning. The patient's data was reviewed by the doctor and it did not make sense to the medical staff as the patient had recently been on the newest upgrade of the product. If new information becomes available we will supplement our report.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported patient's death. No lot release records were reviewed, as the product lot number was not provided.